Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned motherboard and a burned user interface (ui) board. The burned board was noticed during machine repair after it was reported that data failed to send to the actuator. The biomed stated that fluid leaked into the card cage of the machine and burn marks could be observed on both boards. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 15,000 hours and the boards were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and burned boards. The biomed stated the motherboard, ui board, and test-actuator board were replaced to resolve the reported issue. The machine passed functional testing and was returned to service. The parts are available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.